Event description:
I have been using the 14 day freestyle libre since (B)(6) 2019 without incident. I noticed with the sensor I applied in (B)(6) that my arm had a gnawing, itching sensation where the sensor was. When I removed it, I had a burn and serious irritation that left my skin raw. The next 4 sensors did the same. I am no longer using the sensor because of the irritation. I never previously had an allergy to adhesive products. I reported it to abbott. They suggested I discuss with my physician. Treated with cortisone and antibiotic cream. FDA safety report ID# (B)(4).